Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, doctor encountered issue regarding using the artificial cervical plate with variable angle self tapping screws and peek cages. He has had an issue twice with the bottom screw breaking in the construct and wants to know if anyone else has had this issue with combining peek grafts and the artificial cervical plate.